Manufacturer narrative:
Failure event observed during analysis. Final analysis found the device was in backup operation. Analysis of device image indicated that backup mode was triggered by a checksum error resulting from code corruption. Testing performed after reloading product code indicated normal device functionality. The backup mode could not be reproduced and the cause of code corruption could not be determined.

Event description:
This report is to advise of an event observed during analysis.